Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unk nown. It was reported that on an unknown date, a migration of the bifurcated stent graft was noted. In addition, a 4 cm aneurysm of the right common iliac artery was seen. No endoleak was observed, and the cause of the migration and rcia aneurysm is unknown. The patient is being referred to another physician. No clinical sequelae were reported and the patient status is unknown.